Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a presumed cause could not be established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited sharp scratches on distal edge, dents and scratches on outer tube, and a loose light guide adapter. In addition, the subject device failed the distal end temperature test. There was no patient involvement.